Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had spontaneously fallen out while the patient was undergoing placement. Upon checking the cuff, a leak was observed. It had spontaneously fallen out due to a cuff rupture. They reported that they did not perform a cuff check before the catheter was inserted into the patient, and that there was no mechanical manipulation of the catheter or pulling on it during the placement procedure.